Event description:
During retrieval of graft protection device the distal end was caught behind previous stent struts and tip broke off. Lodged in distal portion or artery and could not be retrieved. Left in distal portion of artery.